Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the nurse checked a chemo infusion and found "small drops of medication dripping." The infusion was stopped. There is no report of patient harm.